Manufacturer narrative:
Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19 device evaluation: visual analysis of the identified photos: red particles in the shell and broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and double capsule. The device has been explanted.